Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that they are experiencing low blood glucose levels. Customer's blood glucose reading was 40 mg/dl. Troubleshooting was done. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump was monitored and tested with no unexpected fixed prime delivery noted. The insulin pump passed displacement, rewind and basic occlusion, prime/a33, excessive no delivery and occlusion tests. The insulin pump has cracked reservoir tube lip and cracked case near the display window corners noted.